Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low speed advisories and there was concern for short to shield. Log files were sent for review. The data showed 8 low speed operations with speed drops down to 2510 rpms on (B)(6) 2026. Intermittent driveline faults were also noted. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu). It was suggested to keep the vad connected to battery power or an ungrounded cable until further investigation was completed.

Event description:
There were no patient symptoms at the time of the event. For now, the patient continued with ungrounded cable and power module (pm) instead of mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.